Event description:
It was reported that 9 bd safety needles were clogged. The following information was provided by the initial reporter: as per account, I wanted to call your attention regarding the amount of defective needles we has been getting in just the past 3months. We have 9 obstructed needles - bd 27gx1.25" per 7 needles all from the same batch.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 31-may-2023. H6: investigation summary: it was reported the needles were obstructed. To aid in the investigation, four samples with no packaging blister were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Each sample expelled the solution with a normal flow. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that 9 bd safety needles were clogged. The following information was provided by the initial reporter: as per account, I wanted to call your attention regarding the amount of defective needles we has been getting in just the past 3months. We have 9 obstructed needles - bd 27gx1.25" per 7 needles all from the same batch.